Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Approximately 07 months post procedure patient suffered normocytic anemia. Gi bleeding was suspected as the patient had a positive occult stool. The patient was on dapt 24 hours prior to the event. The event was treated with medication. Patient has not recovered.